Manufacturer narrative:
A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that while performing a facial thermage treatment, the patient experienced a blister. There are no pictures available for review. The patient has not been seen by the physician since treatment, therefore it unknown if the patient will experience permanent damage or scarring. The patient was treated with heparinoid: rinderine=5:1 ointment. The physician noted a spark during the procedure. The incident occurred at 297 and 298 reps and the highest level of energy used was around 3.0. The treatment tip was inspected prior to the treatment, without any abnormalities noted. The treatment tip was not inspected during the treatment. This was the first time this tip was used.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the radio frequency (rf) trace. Investigation found rf trace damage on tip membrane, caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace. This damage caused arcing and subsequent burn-through of the flex circuit membrane. This tip damage most likely caused this event.